Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that when using monoject syringes in alaris syringe modules, the syringe module is set to monoject and reading the correct syringe size, but they are reading the volume as 0.5 ml less than what is actually in the syringe. Then at the end of the dose administration there is still 0.5 ml remaining in the syringe. It¿s not a lack of overfill issue because it is reading 0.5 ml less and administering 0.5 ml less. It was later confirmed that the customer was using incorrect syringes. There was no patient harm.